Event description:
Reportedly, the surgeon applied a half squeeze to position the jaws of the device, and a half squeeze to lock the jaws. However, the trigger maintained the locked position. The surgeon reports the trigger did not allow for second whole squeeze (firing sequeeze), since the device was in the locked position. At that time, the surgeon agreed for the instrument to be opened which revealed no staples had fired as the yellow push bars were not seen on the load. To complete the procedure additional pt tissue was resected and a similar device was used.